Manufacturer narrative:
Lot#: this information was not provided during initial report. Additional information has been requested. Device was not explanted: investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
Sales consultant reported: proximal tibia lateral plateau fracture, in an (B)(6) patient. Surgery took 4-5 hours to complete. First surgeon performed dissection and was unable to achieve fracture reduction. Second surgeon reduced fracture, implanted plate with screws and injected norian into the lateral proximal tibia. No abnormal bleeding was noted. Three hours postop patient expired. This is the 6th of 10 reports submitted on this event.